Event description:
Philips received a complaint on the tempus ls manual that the ECG port was physically damaged. The schiller technician observed that ECG port was physically damaged/deformed. Based on the information available and analysis conducted, the cause of the reported problem was physically damaged/deformed ECG port. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.